Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the patient deceased from cardiopulmonary arrest and a right femoral neck fracture. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.